Event description:
It was reported that the syringe lost resistance. No patient injury was reported.

Manufacturer narrative:
Product samples from the same lot was received for evaluation. One non-original box containing 24 unopened original syringes was received from the reported lot number. However, the syringe sample used at the time of the complaint was not returned by the customer for investigation. Visual and functional testing were performed. All 24 syringes passed the lost of resistance test without issue. 2 of the 24 samples, failed to have a frictional fit. The plungers of these two samples, were easily removed from the syringe barrels, indicating that the fit was not acceptable between the stop rings. Further investigation of the components dimensionally, revealed that the stop ring diameter of the syringe barrel was over specification. This allowed the plunger to be removed from the barrel too easily. All other components were found to be within specification. It is not clear from the complaint description if this was the type of issue that the customer had experienced. All other aspects of the syringes were found to be acceptable. The device history record (DHR) investigation revealed that one of the lots of the syringe barrels used to produce this product, had an issue with the stop ring diameter. A nonconformance report (ncr) was initiated by production. This prompted a supplier nonconformance notification (snn) to be issued by the supplier quality engineer. Complaint information will continue to be monitored for any new information or adverse trends and further actions will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).